Event description:
In this event it is reported that a protaper fin.21mm/f1 file broke during use. The broken part cannot be retrieved. Doctor recommended that patient go to hospital to remove broken part, patient voluntarily chose to monitor. Reportedly, two days later patient experienced pain in the root tip area and pain while chewing. Appointment made for extraction of tooth. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Manufacturer narrative:
Summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1732349). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (motor setting not communicated), overuse (number of uses not communicated), excessive wear, or material issue (no analysis of the broken fragments possible). Additional information received: the broken file in the root canal was not removed at the customer's location. The doctor suggested going to a more advanced hospital to remove the broken file, but the patient's parents did not accept it. Afterwards, the doctor followed up with the patient ,but no answer. It is currently unknown whether the patient's broken file has been removed and whether the teeth have been extracted. This is a follow up report for this additional information.